Event description:
It was reported that pump housing and usb port were damaged, which prevented charging and caused pump shutdown, leading to customer blood glucose reading as ¿high¿ with a specific value unknown. Customer gave a manual injection to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.